Event description:
It was reported that during procedure, the fiber broke at the point of insertion to the scope. The procedure was completed using another fiber. There were no patient complications reported.

Event description:
It was reported that during procedure, the fiber broke at the point of insertion to the scope. The procedure was completed using another fiber. There were no patient complications reported.